Manufacturer narrative:
(B)(4). It was reported that the patient was discharged from the hospital after two weeks of hospitalization and has recovered from the peritonitis. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as being non-compliant during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by cloudy peritoneal dialysis (pd) fluids. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for the peritonitis was not reported. At the time of this report, the patient was still hospitalized and the outcome of the peritonitis was not reported. The pd therapy was ongoing. The patient had been retrained on aseptic technique. Additional information was requested but was not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.